Manufacturer narrative:
No qc problem was reported. The instrument did not generate error messages. A field service engineer (fse) was dispatched to the customer's lab: the fse reviewed the event and discovered that the incorrect crp results were all run in cuvette #6. Per fse, no other analytes were affected. The fse conducted a test to use all the cuvettes and only cuvette #6 failed twice. Based on obtained data, the fse realized a signal-processing issue rather than cuvette issue. A smart module 81 (photometer analog) was replaced which resolved the problem. The smart module has been returned to bci for investigation. A hardware issue, addressed by the fse, may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low c-reactive protein (crp) results generated by the unicel dxc 800 synchron clinical systems for four patients. Patient a: specimens were tested between two days in 2007. Crp results were in the range of "<5mg/dl" to 174mg/dl. Patient b: specimens were tested in 2007. Crp results were in the range of "<5mg/dl" to 202mg/dl. Historical results for patient b were: 218mg/dl and 194mg/dl. Patient c: specimens were tested in 2007. Crp results were in the range of "<5mg/dl" to 317mg/dl. Historical results for patient c were in the range of 88mg/dl-240mg/dl. Patient d: specimens were tested in 2007. Crp results were in the range of "5mg/dl"to 223mg/dl. Patient treatment was not affected upon results obtained in this event.